Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the device was received without the original packaging. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).

Event description:
It was reported that the cuff could not be inflated. No patient involvement was reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.